Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a prolonged low blood glucose after the ilet delivered approximately 40 units of insulin in response to a prior hyperglycemic excursion of 400 mg/dl following an unannounced meal, followed by a lowest continuous glucose monitor value of 55 mg/dl confirmed by fingerstick and a low blood glucose lasting about two hours. Symptoms included hypoglycemia. Outcomes included self-treatment with oral rapid-acting carbohydrates and rising glucose during the call. Investigation included troubleshooting and education on low glucose management and meal announcements while using the ilet with a dexcom g7 sensor, including guidance to administer additional oral glucose and recheck. Investigation of this case revealed that the event was consistent with missed meal announcements leading to excess automated insulin delivery and subsequent hypoglycemia, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with missed meal announcement.